Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the information that the endoscopic image could not be displayed when 180 series endoscopes were connected, omsc assumed that the reported event was caused by the malfunction of the printed circuit board (pcb) that detected the endoscope and processed the image. Since the device was manufactured over 7 years ago, the malfunction of the pcb may be caused by aging deterioration. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following; defect of a printed circuit board was noted. The reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the endoscopic image was not displayed. The device was used with 180 series of olympus endoscopes. There was no report of patient injury associated with this event.